Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. No sample was returned for evaluation, therefore the reported problem could not be confirmed, and the cause was not determined. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. The device used in this situation is 510(k) exempt - class ii (special controls); therefore, it does not have a us 510k number.

Event description:
The customer reported to baxter (B)(4) of an automix 3+3 compounder transfer set in which "one of the tubes is detached." The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.